Event description:
Information from ae regulatory system: when injecting insulin to patient, a 1ml syringe was opened and found needle shield was broken. As the condition of the syringe could not be confirmed, syringe was destroyed and not used. Ae report no. (B)(4) call center didn't acquire the information with customer successfully as customer needed to reconfirmed the information with the clinical department. If there is any update, it will be supplemented. Product registration certification in system is (B)(4) while product registration certification in adr is (B)(4). Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.